Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device j slot in the nose tube was worn out causing the device to not stay in the load position. It was determined that the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage (device would not stay in the load position) caused from normal wear from use and servicing over time. It was determined that the hole in the hose damage was caused by the manufacturing fixture and damage in zone one by the muffler. A CAPA has been initiated to address this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had an air leak. During in-house engineering evaluation, it was observed that the device would stay in the load position, the j slot in the nose tube was worn out and the hose had a hole near zone one on the muffler. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.